Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected off no power alarm or low battery alarm noted. The insulin pump received with stripped battery cap coin slot minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive "off no power" alert and sometimes did not receive a low battery alert prior. Customer's blood glucose was 115 mg/dl. During troubleshooting, customer reported that battery was not previously used and insulin pump was not dropped or bumped. After troubleshooting, customer was advised to insert new batteries and to monitor insulin pump.